Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-10253. The patient is implanted with scs system for off-label use. It was reported following a lead replacement procedure on (B)(6) 2018 (please see MFR report#: 1627487-2018-09905 and 1627487-2018-09906), the patient developed a pneumothorax. The patient was subsequently hospitalized for four days in the intensive care unit (ICU). The patient is reportedly stable.